Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) displayed check iab catheter alarm during use. The user stated they received the alarm after placing a foley catheter on the patient and they were unable to restart therapy. The pump had been in standby for 8 minutes at the start of the call. Esp personnel explained the nature of the alarm and had the user verify there were no signs of blood present in the helium tubing. He denied any external signs of a kink or restriction being present. He attempted multiple nursing interventions to relieve any restrictions at the femoral site but was unable to restart therapy. Further investigation determined the patient had just had a foley placed, was aggressive with the bedside staff and they were having trouble keeping him still. During the troubleshooting, the np came to the bedside, and discussed the alarm on speakerphone with esp team. Esp personnel encouraged her to notify the md of the alarm and inability to restart therapy as soon as possible to avoid leaving the balloon catheter in any longer than 30 minutes without inflating or deflating. Additionally, she reported that the patient had not had a chest x-ray verifying placement immediately after insertion and the only chest x-ray, they had showed the distal radiopaque marker near the pelvis. There was no injury reported.